Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated. Failure analysis did not confirm the customer reported complaint that the instrument's wrist was not working properly. Manual input of the disk knob exhibited intuitive motion. No stiffness or restriction of movement was observed. The instrument was placed and driven on an in-house da vinci system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion. The instrument's housing was removed and no damage to the backend was found. An additional observation not reported by the customer was that the instrument was found to have a broken conductor wire at the weld joint at the yaw pulley after one side of the clevis ear was removed for further investigation. The silicone potting appeared to be compromised and the conductor wire was found to be damaged around the weld location. Engineering has determined that this failure of the conductor wire pulling out from the weld location at the base of the instrument is not user interaction related. As a result of the broken conductor wire, the electrical continuity test was deemed unnecessary to perform. Another observation not reported by the customer was that the instrument was found have thermal damage on the monopolar yaw pulley. Black char marks were observed at the weld joint. The known common cause of this failure is mishandling/misuse. This complaint is being reported due to the following conclusion: the instrument was returned to isi, evaluated, and failure analysis identified compromised silicone potting with thermal damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the thermal damage found during failure analysis suggests that potential arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was initially reported that during a da vinci-assisted cholecystectomy procedure, the wrist of the permanent cautery hook instrument was not working properly. There were no reports that a patient was harmed because of the alleged instrument issue. In addition, there was no allegation that an instrument fragment fell inside the patient.